Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead measured high threshold on capture management. More manual testing in the clinic found the thresholds to be acceptable. The lead remains in use. No patient complications have been reported as a result of this event.